Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "269 mg/dl" with the subject meter and "119 mg/dl" on another device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. This complaint is being reported because the subject meter did not meet lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.